Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) shutdown was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective power distribution board (pdb), likely due to the aging of the device. This autopulse platform was manufactured in january 2016 and is almost 8 years old, well beyond its expected service life of 5 years. During the visual inspection of the platform, the cracked top cover, front enclosure, bottom enclosure, and battery compartment were observed. These physical damages were unrelated to the reported complaint and appeared to be a characteristic of user mishandling. The damaged parts were replaced to address the issue. Archive data review showed occurrences of power lost errors on the reported event date. Thus confirming the reported complaint. Also, unrelated to the reported complaint, archive data showed (ua) 02 (compression tracking error). The load cell characterization test results confirmed that the load cell module 2 was over-reporting, which caused the occurrences of the (ua) 02 message noted in the archive data. The defective load cell module was replaced to address the (ua) 02 error message. In addition, archive data showed a user advisories (ua) 12 (lifeband not present), (ua) 18 (max take-up revolutions exceeded), and (ua) 45 (not at "home" position after power-on/restart) error messages, however, these errors were cleared by the customer and not reproduced during the functional testing. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, (ua) 12 indicates that autopulse platform has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, (ua) 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the (ua) 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform failed initial functional testing due to sudden power loss during the first 2 minutes of compressions, thus confirming the reported complaint. The failed pdb board was replaced to remedy the issue. Following service and parts replacement, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) keeps shutting down during patient use. Per the reporter, the battery was replaced, but the issue persisted. The customer reverted to manual CPR. The patient's status information was requested, but the customer did not provide a response. Back at the station, the customer replicated the reported issue by testing the autopulse platform with several batteries and the manikin.

Manufacturer narrative:
**UDI related data quality updates only**.